Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was experienced high blood glucose of 458 mg/dl. The nurse reported that the insulin pump was not delivering. The customer's blood glucose was over 500 mg/dl at the time of call. The nurse stated that insulin was coming out and delivered insulin. The nurse stated that they treated the high blood glucose with the insulin pump. The nurse stated that the drive support cap appeared normal. The nurse performed troubleshooting and did not setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.